Manufacturer narrative:
Awaiting the return of the device for failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The nihon kohden repair center duplicated the static sound coming from speaker. The central monitoring station (cns) would need the main board replaced to resolve the static sound. This unit is obsolete and therefore the repair center could not proceed with repairing the device.